Event description:
Recurring dislocation, surgeon indicated this is happening due to malpositioning of the cup during the original surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.